Event description:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
A titan otr pump, and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the longer pump exhaust tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces of the site of separation to be rough and irregular, indicating sufficient stress was exerted to separate the site. Microscopic evaluation revealed confined abrasion on the pump inlet tubing at the tubing/strain relief junction, indicating that the confined area had been kinked and abrading against itself for an extended period of time. Testing revealed this to not be a site of leakage. Microscopic evaluation revealed surface abrasion on both pump exhaust tubes and the cylinder 2 exhaust tubing. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on both pump exhaust tubes may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation of the longer pump exhaust tubing at the tubing/strain relief junction. A separation of this type may then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release, and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device, or the cause of the occurrence. Should additional facts prompt us to alter, or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number: 3470916.

Event description:
According to the available information, there was a crack in the right tubing between the pump and the cylinders. The device was removed, and replaced.